Manufacturer narrative:
Concomitant medical products: 419578, lead, implanted: (B)(6) 2011.

Event description:
It was reported that there was intermittent t-wave oversensing (twos) observed on the electrogram. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.